Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture did not identify any specific defect on the impacted set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set a fluid leak at the pbp/access junction occurred. The entire deaeration chamber and the tubing from the top of the filter to the chamber is filled with air bubbles. The treatment was discontinued immediately after the issue was found. The blood in the circuit was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.